Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Race and ethnicity: white. Admitting diagnosis: shortness of breath (sob) and covid-19. Although requested, information on relevant history was not provided.

Event description:
It was reported that the nurse thought she programmed a single strength norepinephrine at 4mg/250ml but it was found that a quad strength norepinephrine at 64mg/ml was manually programmed when transferred to the intensive care unit (ICU) from the emergency room (ER). The pump was programmed to infuse at 0.2mcg/kg/min, 36ml/hr. The nurse charted at 25ml/hr. The intended rate of the single strength norepinephrine was 0.057 mcg/kg/min. There was no consequences or impact to the patient. The customer would like a log review analysis in order to review for the correct key strokes and programs.

Manufacturer narrative:
Investigation conclusion: the report of a programming error was not confirmed. The event description stated that the nurse thought she programmed a single strength norepinephrine at 4mg/250ml but it was found that a quad strength norepinephrine at 64mg/ml was manually programmed when transferred to the intensive care unit (ICU) from the emergency room (ER) and that the pump was programmed to infuse at 0.2mcg/kg/min, 36ml/hr. The nurse charted at 25ml/hr. The intended rate of the single strength norepinephrine was 0.057 mcg/kg/min. The pcu event log shows pump module s/n (B)(4) was programmed to infuse norepinephrine 4mg/250ml (drugid 307) at a rate of 32ml/hr (dose = 0.07mcg/kg/min) with a vtbi of 25ml at 5:16 pm on (B)(6) 2020. The rate was 32ml/hr and not the 36ml/hr that was stated, and the dose was 0.07mcg/kg/min and not the 0.2mc/kg/min. The dose was later changed to dose to 0.05mcg/kg/min at 10:33 pm, which made the rate 22.1ml/hr and not the 25ml/hr that the nurse charged. Device inspection: n/a, only the pcu event log and customer dataset were received for investigation. Root cause analysis: the root cause of the reported programming error was not identified. Device history review: review of the pcu s/n (B)(4) service history record showed the device had a manufacture date of 16nov2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 23nov2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. Only event log was provided for investigation

Event description:
It was reported that the nurse thought she programmed a single strength norepinephrine at 4mg/250ml but it was found that a quad strength norepinephrine at 64mg/ml was manually programmed when transferred to the intensive care unit (ICU) from the emergency room (ER). The pump was programmed to infuse at 0.2mcg/kg/min, 36ml/hr. The nurse charted at 25ml/hr. The intended rate of the single strength norepinephrine was 0.057 mcg/kg/min. There was no consequences or impact to the patient. The customer would like a log review analysis in order to review for the correct key strokes and programs.